Manufacturer narrative:
Device manufacturing records were reviewed. Vns therapy system lists infection as a potential adverse event; possible associated with surgery. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.

Event description:
Initial reporter indicated that "their daughter had their vns explanted a couple of weeks ago, the site was swollen/ puffy at post-operative visit, then both chest and neck incisions spontaneously opened/ drained". The patient was reported to have been on several rounds of antibiotics. No further information has been provided from the treating physician's. Good faith attempts are being made for additional information and explanted product retrieval.